Manufacturer narrative:
Block h6: device code a040506 captures the reportable event of sheath peeled. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a navigator access sheath device was use during a procedure. During stone laser treatment in the kidney's upper pole, they noticed blue flecks in the patient's bladder. Reportedly, it was found that the navigator breaks apart and the physician re-entered the ureter six times to ensure all plastic pieces were retrieved. No further information available.